Event description:
It was reported the ventricle output knob was not working. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the encoder flex was out of specification. It was also noted that the upper case was broken, the lower case was contaminated, one bail cover was broken, ring cover and lead flex cover were contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard was scratched. Further analysis was performed on the encoder flex. This analysis found an electrical open caused by cracked circuit trace component used for ventricular output control.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.